Event description:
It was reported that the programmer displayed a diagnostic message indicating that it was overheating. It was also noted that the display was glitching. The programmer returned for evaluation. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that an overheat diagnostic message was displayed on the programmer. The mpu was replaced and the hard drive was reimaged. The speed 50 button was difficult to use. The right keyboard hinge was broken. The left slide rail cover was cracked. Circuit boards and mechanical parts were inspected. All salvage material used was inspected per applicable requirements. Software was updated and reloaded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.